Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during routine change the wedge was being used to disconnect the hose from the tracheostomy tube when the lip of the connector broke. The reported device has been in use for approximately a month. A different tracheostomy tube was used. No adverse health outcome resulted from this event.